Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "implant is out of shape and wrinkly". Health professional additionally reported "rupture and tightness". Device has been explanted.

Event description:
Patient representative additionally reported " patient concern with the device being textured" and ¿suffered personal injuries and related damages¿(ndr).

Event description:
Patient reported left side "implant is out of shape and wrinkly". Health professional additionally reported "rupture and tightness". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, crease fold, wear abrasion, stress marks, missing, white particles. Microscopic analysis was performed which identify crease sharp on anterior side. Based on the device analysis the final assessment is: a crease sharp on anterior side due to fold flaw opening.